Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04279 and MFR. Report # 3005099803-2010-04280). It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration procedure. According to the complainant, during the procedure, the excelon transbronchial aspiration needle leaked from the connection between the syringe luer and the grey handle, thus preventing sufficient suction to get a sample. The procedure was completed by taking an additional sample using another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; needle bent and unable to retract.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began three months prior to contacting lfs. Per the csr¿s notes, the alleged issue occurred during a doctor's office visit. The patient reported blood glucose results of "107 mg/dl" with a lifescan meter and "40 mg/dl" on the doctor/clinic's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr's documentation, the patient manages her diabetes with insulin (no adjustments); however, it is unclear what action, the patient took in response to the alleged inaccurate reading. As a result of the reported issue, the patient claimed she felt tired at an unknown time later. Per the csr's notes, at an unspecified time after the reported inaccuracy issue began the patient allegedly was administered orange juice (by her physician) as treatment. At the time of troubleshooting, the csr noted that the patient did not have all of her testing supplies. The csr, however, was able to confirm the patient was using the proper testing technique, she was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient allegedly required medical intervention from a health care professional after testing with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.